Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set-up joint (suj) to perform failure analysis (fa). Fa was able to confirm the issue via logs. The proximal suj was placed on a fixture test platform machine. The proximal suj failed at fiber power test. Error logs were examined and showed errors 32100, 1007, 307, 32096. Isi received the distal suj to perform fa testing.. Fa was not able to reproduce the issue but could confirm error was seen in the logs along with 1007 and 307 errors (was present on armnet). The proximal suj was replaced as well. From error logs proximal suj would be the culprit due to power loss errors 1007 and 307 indicating nodes missing after start up. Distal suj was tested on system not replicating issue. The distal suj was placed on pftp and unit passed all required tests and additional tests to keep running for a longer duration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors occurred at system start up. The customer had swapped the patient side cart (psc) onto this system; the cart originally belonged to system sk3629. The swap had occurred when errors were reported on system sk3629 on (B)(6) 2023. The system logs showed hw current/voltage monitor errors, and that the node was reporting errors against armnet1, indicating possible issues with proximal set-up joint (suj) 1. Error 32100 was also reported by the arm 1 axes controller unit (acu), indicating a possibly bad proximal suj 1, distal suj 1, or universal surgical manipulator (usm) 1. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter stated that he would be unable to confirm if the ports were in place or not during the reported issue. There was no further information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting that system errors occurred at start-up, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced both the proximal and distal set-up joints (suj). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) devices. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted to a new patient side cart (psc) after the start of the procedure due to error 26002 occurring. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.